Manufacturer narrative:
Citation: (B)(6). Md et al. Embrella embolic deflection device for cerebral protection during transcatheter aortic valve replacement. The journal of thoracic and cardiovascular surgery (2014) mar;149(3):799-805.e1-2 doi 10.1016/j.jtcvs.2014.05.097 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that compared cerebral ischemic injury after the implant of a transcatheter aortic valve replacement (tavr) with and without the use of an embolic deflector system. All data were collected from a single center between 2012 and 2013. The study population included 52 patients, 19 of which were implanted with a corevalve. Serial numbers were not provided. The study population was predominantly male; mean age 81 years. Among all patients adverse events included: transient ischemic attack (tia), low placement of the valve with subsequent severe paravalvular leak (pvl) treated with a valve-in-valve. No additional adverse patient effects or product performance issues were reported.